Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead implanted 2012-(B)(6); 419478 lead implanted 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold measurement had increased to a high range, possibly due to exit block. Too much scar tissue was present to reposition the lead so it was capped and replaced with a new lead. No patient complications have been reported as a result of this event.